Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board and machine flow sensor were replaced to address the issue.